Event description:
Healthcare provider reports: hemochron jr. Instrument gave an out of range low act reading and on test repeat, 15 minutes later, a 69 seconds (just above reportable range low) act result. The physician questioned the results and a different hemochron jr. Instrument that gave expected results was used. The provider stated that the problem reported has not continued; the instrument functions properly giving results expected. No report of an adverse event or a serious injury.

Manufacturer narrative:
(B)(4). MFR awaiting completion of cuvette product eval.